Event description:
It has been reported that the syringe 0.3ml 31ga 8mm 10bag 500 wal has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that two syringes leaked around the needle hub. It was also reported needle hub separated into needle shield from 3 syringes. Verbatim: from phone call: consumer stated that two syringes leaked around the needle hub. Also reported needle hub separated from 3 other syringes and stayed in the shield. Consumer does not re-use. Problem occurred within the past 2 - 3 weeks. Samples will submitted for evaluation. Lot # 9007876 product # 328512 no exp date. Consumer left voicemail stating that the syringe is leaking. Product # 328512 (3/10ml, 31g, 8mm).

Manufacturer narrative:
Investigation: customer returned two loose 31g x 8mm, 0.3ml relion insulin syringes from lot 9007876. Consumer stated that two syringes leaked around the needle hub; also reported needle hub separated from 3 other syringes and stayed in the shield. Both returned samples were examined, and it was observed that both syringes exhibited needle-hubs separated from the syringe barrels; no damage to the barrel tips was observed. Since both returned samples exhibited needle-hub separation, both were unable to be tested for the leakage, therefore, the alleged leakage issue could not be confirmed. The cause of the needle-hub separation issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specifications. There were two notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). CAPA # 1122103.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3 ml 31ga 8 mm 10bag 500 wal has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that two syringes leaked around the needle hub. It was also reported needle hub separated into needle shield from 3 syringes. Verbatim: from phone call: consumer stated that two syringes leaked around the needle hub. Also reported needle hub separated from 3 other syringes and stayed in the shield. Consumer does not re-use. Problem occurred within the past 2 - 3 weeks. Samples will submitted for evaluation. Lot # 9007876. Product # 328512. No exp date. Consumer left voicemail stating that the syringe is leaking. Product # 328512 (3/10 ml, 31g, 8 mm).